Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained t-wave oversenisng via merlin.net transmission. The device was post-paced t-wave oversening on the ventricular lead. The patient did no receive therapy during the oversensing. Programming changes were recommended. Dft and further actions will be discussed with the physician. No additional information is available at this moment.